Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to an angulation restriction issue. During testing, the service repair technician identified the device had foreign objects in the air water cylinder, air water tube and connecting tube. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction was not able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.